Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(6), ubd: 22-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports lead wires did not come out of ins ports easily. After getting leads out of ins ports, physician was unable to get leads into new ins ports. Pt is rescheduled for lead revision/replacement surgery on (B)(6) 2025 at 12:30. No patient symptoms were reported.

Event description:
Rep provided the hcp information. Restore ins explanted (B)(6) 2025. Device had reached eos. Issue occurred during battery replacement procedure. Checked wires for impedance and connectivity and battery ports checked with port plugs. Devices in rep's possession, will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 37714, s/n:(B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Product ID 39286-65, s/n: was returned for analysis and found environmentally assisted degradation of the insulation at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.